Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Patient's demographics requested, but was not provided.

Event description:
It was reported that during preparation of a secondary chemotherapy infusion, when the rn went to place the primary IV tubing set into the pump the IV tubing came apart while attached to the patient. There was no patient impact.